Event description:
The customer stated that an unexpectedly low architect intact pth value was generated for a patient sample. The initial value was <10 pg/ml. The sample was retested and the value increased to approximately 160 - 170 pg/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service suspected poor aspiration of the patient sample due to the sample pipettor or imprecision due to wash zone manifold valve wear. Field service replaced multiple parts including the sample pipettor and the wash zone manifold valves. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.